Event description:
Reportable based on additional information received (B)(6) 2013. It was reported that during preparation of a percutaneous coronary intervention, an inflation device gauge malfunctioned. The target lesion was located in the right coronary artery. An encore inflation device from an advantage kit was being setup for procedure with an unknown concomitant balloon catheter. While outside the patient the balloon catheter dilated; however, the gauge on the advantage inflation device did not increase. No patient compactions were reported and the procedure was completed with another same device. The patient's condition is stable.

Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).